Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a mtc fusion, upon insertion of the ar-8933-20, lo-profile screw, as the surgeon reached the plate the head of the screw broke off. The broken fragment was removed. The surgeon tried to remove the broken ar-8933-20 however, was unable to remove the screw body. The body of the screw was left in the patient. The surgeon drilled a second insertion site and the case was completed using a different ar-8933-20, lo-profile screw. Additional information obtained 09/21/2020: the second drill hole was not put into the same hole as the broken screw body, but was instead put in a new hole in the plate distal and proximal to the broken screw. The distal screw was an ar-8933-20 and proximal to the broken screw was an ar-8933-18.